Event description:
The customer reported that they replaced the power supply because no charge was going to the battery. After the power supply was replaced the charge was going to but the battery wasn't holding charge. The customer states that this unit was kept in storage for over a year without a charge kept on the battery. The customer requested part number for the battery and price. There was no patient involvement. The remote service engineer provided the customer with the part number to replace the backup battery. The investigation is ongoing.

Manufacturer narrative:
The customer stated the issue is resolved. Based on information provided and/or service performed, the customers alleged malfunction was not confirmed. The root cause is unknown.